Manufacturer narrative:
As reported in a research article a leaflet tear was noted 5 years after the valve was implanted and one year later the valve was explanted due to the regurgitation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including histopathological examination of the valve tissue could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported leaflet tear could contributed to the reported regurgitation noted. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, amiens-picardie university hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that in (B)(6) of 2014, a 19mm trifecta valve was implanted in a patient with acute endocarditis on the native aortic valve grade iii aortic insufficiency caused by an unidentified germ. On (B)(6) 2016, the patient had perception of a systolic murmur at the level of the bioprosthesis. In (B)(6) of 2019, the patient had minimal aortic insufficiency and the appearance of a more marked murmur on cardiac auscultation. Echoscope showed a marked worsening of the aortic leak; further described as non-stenosing but leaking bioprosthesis with a leak that appeared to look intra-prosthetic with a tear in the cusp. In (B)(6) 2020, ultrasound showed non-stenosing bioprosthesis, but leaking with severe grade 4 intra-prosthetic leak on probable cusp tear, vmax at 429cm/s and gm at 41 mmhg (related to hyperflow of aortic insufficiency), tvi sub-aortic at 40cm, pisa radius at 9-10 mm. In (B)(6) of 2020, the valve was replaced with a non-abbott device. Patient status is unknown. No additional information was provided.